Manufacturer narrative:
Investigation summary: investigation into this event found that repeat testing of the fluids with an alternate side lot at a later time yielded acceptable results. Although the customer could not confirm, the bias observed is consistent with testing of cold fluids. The root cause of the event is unknown.

Event description:
A customer reported biased results for phenobarbital on their vitros 950 system while testing cap proficiency fluids. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.